Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ deflation: observed opening in anterior side assessed as surgical damage like. ¿ additional observations: ¿ observed creases on the device.

Event description:
Patient reported right side deflation and capsular contracture, baker grade unknown. Healthcare professional reported right side deflation and capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and capsular contracture, baker grade unknown. Healthcare professional reported right side deflation and capsular contracture baker grade ii. Device has been explanted.